Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of over 240 units and remained static after the delivery of approximately 35 units. Reportedly, the cartridge was filled with approximately 300 units of insulin. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose (bg) level ranged from 500-600 (mg/dl), and the customer delivered a bolus and administered manual injections to address bg level. System check was performed with tandem technical support and showed that the pump was functioning as intended and the high bg was not related to any issues with the pump or supplies.